Event description:
It was reported by the sales rep, that during a lap colon resection procedure, intermittent hand activation, generator displayed instrument error. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned porperly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.